Event description:
Affiliate reported that the device was removed as a result of enlarged ventricles. Although the pressure was adjusted the patients condition did not improve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that an occlusion was noted at the inlet of the ruby ball. After the ruby ball was popped free and the device irrigated again, the flow was slow due to the biological debris. The device was also tested for pressure and failed. Upon a microscopic investigation, biological debris was seen throughout the device, which appears to have been the root cause for the problem reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.